Manufacturer narrative:
Medtronic service personnel (sp) inspected the ventilator and found ventilator rebooting after 5-10 minutes. Sp replaced the breath delivery (bd) power distribution/ controller board, direct current (dc) -dc boards and downloaded the latest software, but still the unit had the same issue. Sp was unable to load the field programmable gate array (fpga) and reported that the ventilator will be returned to medtronic site for repair. The medtronic site sp inspected the ventilator and confirm the reported issues. Sp found a bent pin on the options backplane printed circuit board assembly (pcba). Sp replaced the options backplane pcba. One dc-dc converter pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I.) Test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. One bd power controller pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. One bd power distribution pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the f.I. Test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. Two batteries were received for failure analysis. The battery was inserted in the primary battery receptacle with 0% on the bdu status display and no led¿s. After approximately 20 seconds, the red battery fault indicator was triggered with a red ¿!¿ on the status display indicating no charge. Ac was pulled shutting down the vent. Test results from the bqwizard showed that the reported event was likely due to an hsc or hardware short circuit. The reported event for the battery stopped working was duplicated. One options backplane pcba was returned to medtronic for further analysis. A visual inspection of the returned board shows a bent b1 pin. The visual analysis deemed the board not suitable to install for testing due to the damaged or bent b1 pin on the p1 header. From the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. The cause of the observed condition was determined to be the damaged component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator ¿stopped working.¿ the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.